Event description:
Customer reported his insulin pump does not seem to be delivering insulin. Customer has been having highs lately and treating with manual injections. He said he has been using different insulin. Before he was using novolog, but now he is using humalog. Customer's blood glucose is 256 mg/dl. He's experiencing no symptoms of high blood glucose. The drive support cap appears normal. There are no leaks. Insulin exited during manual prime. The device history is correct. Troubleshooting was not completed because customer did not have tubing clamps. He was advised to do a complete set change. Customer also reported some lows due to playing golf in the heat. Customer treated. He was advised to monitor and call back if issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.